Event description:
The facility reported an infusion pump with a failure code 803:20. The facility rep stated they have no record of any pt incidents involving the pump since the last baxter service event. Although info was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use.